Event description:
Patient reported having difficulty after going through theft detector around christmas. Patient reported stimulation is not working the same; the device reset to factory settings. Patient has asked to turn theft detectors off, but was told the store could not turn the theft detector off. Patient has an appointment for reprogramming session. No report of device explanation. Manufacturer attempting to contact hcp for follow up. A follow up report will be sent if additional information is received.